Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient, the pump shut off due to a battery problem. The pump was plugged back in, and the patient was switched to another pump. No report of patient harm. A battery load test did not occur after charging the battery for 8 hours (did not plug back in until battery was replaced).

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that while in use on a patient, the pump shut off due to a battery problem. The pump was plugged back in, and the patient was switched to another pump. No report of patient harm. A battery load test did not occur after charging the battery for 8 hours (did not plug back in until battery was replaced).